Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, white particles calcification -like in device outer surface, wear abrasion and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp and stress marks. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening.

Event description:
Physician reports left side rupture diagnosed with an ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted,a supplemental medwatch will be submitted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports left side rupture diagnosed with an ultrasound. Device has been explanted.